Manufacturer narrative:
Complaint not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
It was reported that during an anterior cruciate ligament (acl) surgery the tightening suture broke when tightening the last mm. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique. Update swit (B)(6) 2022: a second surgery was not necessary. The pulling suture broke at the button and the graft was tight enough to finish the surgery.